Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d initial reporter occupation, other occupation, section g report source a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was not communicating. The technical support specialist (tss) verified intermittent disconnection issues with one medstation. The field service engineer (fse) then reconnected the network cable, sata cable, and power module, and assisted the technical support team. The fse implemented software changes and performed hardware tests to check all drawers. After these actions, the station was confirmed to be working properly. However, months later, the device stopped communicating again. To address the issue, the tss conducted extensive troubleshooting in collaboration with the hospital information technology (hit) team, field service technician (fst), and product support engineer (pse). Following the investigation, the pse approved a service swap for the main cabinet. The implementation team replaced the main cabinet to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it was not communicating. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, it was not communicating. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.